Manufacturer narrative:
Review of the device data logs confirmed the reported complaint. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During evaluation, an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.